Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the gantry was not able to move in the x-direction. The gantry only reached 1-2 dm before it halted abruptly with a ¿dang.¿ over the phone, the onsite biomed was instructed how to loosen the x-stage cover and how to make sure that x-movement is possible before tightening all the screws again. It was noted that resolution of the issue was confirmed on call. There was no patient present when this issue was observed.